Event description:
A caller reported a malfunction on the pump, specifically a malfunction code labeled as malf 0. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted the caller in resetting it, and confirmed that the malfunction code did not recur after resetting. The customer understood the instructions and was advised to call back if the issue reoccurred.